Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to having a high blood glucose level that was unknown at the time of the incident and hitting head her head. Customer's blood glucose level at the time of the hospitalization was 591 mg/dl. Customer states they were not wearing the insulin pump when admitted to the hospital. Customer mentioned having a urinary track infection. Troubleshooting was not performed and customer is not sure if the drive support cap was protruded. Insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.